Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion noted at 7.2 cm to 8.3 cm from the distal tip consistent with lead friction consistent friction to another device or features of the heart and external insulation abrasion noted at 38.0 cm to 38.1 cm from the distal tip consistent with friction to another device or features of the heart. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.